Event description:
Procedure: gastric bypass. According to the reporter: the client reports that the instrument did not staple properly. Blood loss was reported. A re-operation was performed 11 days post-operatively for secondary fistula.

Manufacturer narrative:
(B) (4). (B) (4).